Manufacturer narrative:
Explant of bioprosthetic mitral valves can be due to multiple reasons and factors. Despite multiple follow up attempts with the healthcare provider, the reason for explant has not been provided and the device was not returned for evaluation. Therefore, the root cause of this event cannot be determined at this time. No further action is required at this time, edwards will continue to review and monitor all events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that an edwards bioprosthetic mitral valve, implanted approximately ten (10) years and seven (7) months, was explanted and replaced with another edwards pericardial valve. Despite multiple follow up attempts with the healthcare provider, the reason for explant has not been provided.